Event description:
Reporter states customer was tested on advantage system while unresponsive by a neighbor with blood glucose result in the 600's. Location of testing not provided. Quality controls were last run a year ago and were within range at that time. A request was made for return of the suspect product and a replacement was sent.